Event description:
Reportedly, the device was explanted after an implant duration of 27 months due to an unknown reason. No further details were provided.

Manufacturer narrative:
Device not returned.